Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint tube set was received and evaluated. Visual observation reveals compromising cut on the pump head tubing. The root cause of this failure is believed to be due the placement of the tubing on the pump head before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be foreseen. This complaint can be confirmed and attributed to a user error. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two similar and two dis-similar complaints for the lot number of cases of these devices. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder procedure that the customer's irrigation tubing vue one day set had a gash just below the green tab. The surgeon completed the procedure with another like device with no patient consequences or delays.